Event description:
Procedure type: bullectomy. According to the reporter: a re-sterilized thoracoport was used in the case (lot: unk). During the procedure, a part of the sleeve was broken and a broken piece (about 1 cm in length) remained in the cavity. Re-operation will be performed to remove the broken piece. There was no bleeding reported in excess of 500cc. Pt is under observation.

Manufacturer narrative:
(B)(4).